Event description:
It was reported that the device had an electrical reset. The patient does recieve radiation treatment. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset was indicated. On (B)(6) and (B)(6) 2010, the device recorded a critical ram parity error power on reset. Radiation therapy listed as a possible source.